Event description:
Removal of endosseous dental implant. Implant was placed in site #5 (class iii bone) on 11/11/93. The implant was a fixed abutment for an implant-supported bridge which was placed in 05/94. The other implant supporting the prosthesis (non-iti) had longstanding bone loss and fractured during function or bruxism. The clinician reports that this caused excessive force to be placed on the iti implant which later fractured and was removed on the iti implant which later fractured and was removed on 12/06/96. The clinician also reports that the pt had other implant failures prior to being treated by him.

Manufacturer narrative:
The MFR has evaluated this event and concluded that the material analysis revealed that the implant base material and titaniumm plasma layer comly with the stipulated specifications for the material. The fracture structure analysis indicated that material fatigue led to the event. This is often the result of cyclic loading from the prosthesis put on the implant which eventually led to material fatigue and finally to failure.